Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history: the device lot is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: irmola t, reito a, kangas j, eskelinen a, niemeläinen m, mattila vm, moilanen t. Assessment of improvement in functional outcomes between a novel knee replacement design and conventional designs in 240 patients: a randomized controlled trial. Acta orthop. 2025 jan 24;96:127-134. Doi: 10.2340/17453674.2024.42708. Pmid: 39881618; pmcid: pmc11760186. Objective/methods/study data: the aim of this randomized controlled trial (rct) was to investigate the functional outcomes of a novel tka implant design (persona cr, zimmer, warsaw, in, USA) compared with 2 conventional tka designs (pfc cr, depuy, warsaw, in, USA and nexgen cr, zimmer, warsaw, in, USA). Between september 2015 to august 2018, a total of 240 patients were randomized to undergo tka with a novel tka implant design (persona cr, 80 patients; 26 male and 54 female; mean age was 62 (5.1) years) or with 1 of 2 conventional tka designs [nexgen cr, 80 patients (27 male and 53 female; mean age was 62 (5.6) years), pfc cr, 80 patients (25 male and 55 female; mean age was 62 (5.7) years]. Among these patients, 225 participated in the final follow-up visit and were included in the final analyses. The duration of follow-up was 2 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes pfc cr. Adverse event(s) and provided interventions possibly associated with unk knee construct (qty 1): a 62-year-old male patient had prosthetic joint infection at 7 months, possible low-virulent bacteria; underwent 1-stage revision followed by 6 weeks of antibiotics. A 51-year-old female patient had secondary patellar resurfacing at 22 months due to anterior knee pain, revision surgery was performed (patellar resurfacing and exchange of polyethylene insert). A 66-year-old female patient had instability at 19 months, hyperextension and instability, revision to a cck implant combined with patellar resurfacing. Adverse event(s) and provided interventions possibly associated with unk knee construct (qty 5): 1 patient had atrial fibrillation; no intervention noted. 4 patients had underwent reoperation (manipulation under anesthesia).